Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 01/05/2012 to 9/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device allegedly had a calibration error. There was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error 13-149--1033. Technical support - after running a calibration test , it required to do a full preventive maintenance to 8100. Issue was resolved. A review of the device history record for sn (B)(6) was performed from 01/05/2012 to 9/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - after running a calibration test , it required to do a full preventive maintenance to 8100. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device allegedly had a calibration error. There was no patient involvement.